Manufacturer narrative:
Event date was approximated to (B)(6) 2019 based on provided information.

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the deep femoral artery. During the procedure, the catheter became stuck on a non-bsc guidewire. It became impossible to make it slide out of the introducer. The catheter and guidewire had to be completely removed. A new jetstream catheter was selected to complete the procedure. There were no patient complications reported.